Event description:
It was reported that a patient underwent a tavr procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported to the sales representative that during a tavr procedure, both devices experienced breakage. A device from a different lot was obtained and used to complete the procedure. Device returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - could you kindly perform and document the follow-up attempt for the product return? - please provide the source or name of person providing answers to follow-up questions: